Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant, the right atrial (ra) lead exhibited rising thresholds. The lead remains in use with further actions or treatments planned. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.